Event description:
It was reported to philips that the device had a faulty processor pca. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse ran performance verification tests and it indicated bluetooth fails. While servicing the device the fse ran performance verification tests and it indicated bluetooth fails. The fse tried a new bluetooth card and it failed. The fse replaced the processor pca, reloaded sofware and configuration, calibrated nibp and co2. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No was there any adverse event to the patient or user? If yes, describe? No if there was an adverse event, did the device cause or contribute to the adverse event, and how? No